Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. The reporter stated that the pump display screen became dim/faded and difficult to read. No improvement was noted after a battery change. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 10/24/2013-device evaluation: the pump has been returned and evaluated by product analysis on 10/15/2013 with the following findings:the complaint could not be confirmed or duplicated on investigation. Investigation revealed that the pump powered on and the display screen was clear and legible.animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.